Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming properly. They were scissoring when placed on tissue and spitting from the jaws. The scissored clips did not damage the tissue and the spitting clips were retrieved from the patient without altering the procedure. A second device was pulled and same thing occurred. It is unknown at what firings this occurred. A third device was pulled and complete the case with no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a and b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. In addition the devices locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.